Event description:
It was reported that, after a right rsa surgery performed on (B)(6) 2024, the patient has been feeling pain in her shoulder. An external imaging center vendor made aware of tubercle fracture. The reported event resolved on (B)(6) 2024, with no treatment.

Manufacturer narrative:
Additional information: b5, h6 (type of investigation), h10 (roi). H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the meta humeral stem size 1 s. Therefore, no investigation is deemed for the other devices. Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the undated x-ray images confirm the tubercle fracture. Based on the information, the clinical root cause for the reported tubercle fracture was not known and it cannot be concluded that the reported event is related to a malperformance of the implant. There is no patient impact beyond the noted pain which as recovered with no intervention. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for aetos shoulder system revealed that postoperative bone fracture may be included as an adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6 (health effect - clinical code and health effect - impact code).

Event description:
It was reported that, after a right rsa surgery performed on (B)(6) 2024, the patient has been feeling pain in her shoulder. An external imaging center vendor made aware of tubercle fracture. It is unknown how is this issue being managed. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.